Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen via an implantable pump for head brain injury/intractable spasticity indications for use. It was reported that the patient has not had any issues with the pump until they were told having two different motor stalls within 2 days of each other. The patient representative (rep) stated that the patient had a seizure on the morning of the (B)(6) following a traumatic brain injury and was in the intensive care unit (ICU) and trying to knock out an infection prior to being discharged by the end of this week. However, it was confirmed all of this was unrelated to mdt pump/therapy. The patient has been in inpatient care until about the past month and has been back at home after their rehabilitation. The rep mentioned that the last time they had the pump checked within 2 hours of having an MRI while in the hospital/ICU but, it was brought to their attention that there had been two motor stalls that had happened when patient was at home. The rep confirmed that the MRI went well, and the pump recovered as expected. They were told by the doctor doing the post-MRI interrogation that the first motor stall was on (B)(6), and the pump kicked back on after 22 minutes, and the second time was (B)(6), and the pump kicked back on after 42 minutes. The rep stated they were talking to someone else about it and they said the only reason that might be causing the pump to have a motor stall is the magnetic frequencies in the room. The patient has a tempur-pedic bed in their bedroom but there have been no changes to the bedroom since they have been home. The rep stated that they got a scanner and everything for the room and they wanted to know if medtronic knew the magnetic frequency like what level shuts off the pump so they can know if there is anything at that level in the room that is causing the stalls to get it out. The patient's first appointment with their new physician is (B)(6). Additional information was provided from a patient representative (rep) stated that the motor stalled on (B)(6), and three events on (B)(6). It was noted that all stalls were noted as recovered. On (B)(6), the patient underwent MRI. The log showed stall at 4:41 with recovery at 5:12. The rep also noted that the patient hospitalizations on (B)(6), with motor stalls occurring during those admissions. Typical motor stall duration: 20-30 minutes. The tech services reviewed potential causes for motor stalls, requested caller send an email with pump logs for further review. The agent explained to the rep that if no external magnetic source is identified, repeated motor stalls could indicate a pump-related issue. The agent advised that pump replacement is ultimately a physician decision. The rep will forward pump logs for tech services evaluation. The tech services will follow up with the rep once logs are reviewed to discuss possible causes and next steps. There was no immediate therapy interruption reported; all stalls recovered. The log read as follows: the pump stalled at home on (B)(6) 2025 at 10: 08 am, 10:32 am, on (B)(6) 2025 at 10:57 am, 11:40 am, on (B)(6) 2025 at 4:41 pm, at 5:12 pm. The motor stall in the hospital as follows: on (B)(6) 2025 at 5:31 am, at 5:52 am, on (B)(6) 2025 at 6:06 pm, at 6:29 pm. On(B)(6) 2025 at 8:59 pm, at 9:21 pm. On (B)(6) 2025 at 12:35 am, at 12:59 am. The patient's father used a device to check for magnetic fields around the patient. The tech services inquired whether the same device had been tested against common electronics (e.g., cell phones or tablets) the patient may have been using. The rep confirmed that the patient has a tempur-pedic bed. Tech services confirmed this bed does not list magnets in its construction. The rep stated that if no external source can be identified for the motor stalls, they would like to discuss with the physician the possibility of pump replacement under warranty, to prevent further medical expenses for the patient.